Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2.7 mm locking screws, quantity is unknown - unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported tha all screws have broken in situ. The patient has had the plate removed but it was not kept in order to return. The specific product code and lot number information is being looked for in the patient's notes. Another operation required to remove the plate and re-fix. This report is 2 of 3 for (B)(4).